Event description:
It was reported that a g2 vena cava filter was implanted 4 months prior, via the jugular, suprarenal in a pregnant patient with a history of pulmonary embolism. The patient had a scheduled c-section a little over a month prior, in which the doctor that was performing the delivery was aware of the filter, so a vacuum was used to help remove the baby instead of fundal pressure. The patient was scheduled 2 days after the c-section for the removal of the vena cava filter and implantation of another vena cava filter via the jugular, and placed infrarenal. It was noted at that time that the filter had migrated from the original placement at t10, caudally to l1. The filter was removed without difficulty and the other filter was implanted. The measurement of the vena cava prior to the first implant was 15cm at the apex of the filter to 17cm. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The removal of this filter is considered to be an off label use of this device. The information for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.